Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to establish communication with external devices due to patient failing to charge. Reportedly, it was later confirmed inoperable. As a result, surgical intervention was taken wherein ipg was explanted and replaced on (B)(6) 2019. Effective stimulation was established post op.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.